Manufacturer narrative:
Report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), it was discovered during the removal of a patient's healing cap that their dental implant failed to osseointegrate. The implant was removed three months after initial placement. Delayed healing was also reported.